Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-05522) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that via a merlin.net transmission, premature battery depletion was observed. Device was explanted and replaced.